Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was recently hospitalized. Customer did not provide details of the hospitalization, but stated that the insulin pump was exposed to high magnetic fields during this time. The insulin pump's alarm history showed no relevant alarms, and the self test was passed. Blood glucose level at the time of the call was not provided. No further information was provided.